Event description:
It was reported that there was a hair found in the interior of the microscope drape package while setting up the drape. No patient infection, injury, or complications were reported.